Event description:
It was reported that the user experienced hypoglycemia with sequential low fingerstick blood glucose values of 44, 43, 49, and 71 mg/dl, followed by recovery to 94 mg/dl after oral glucose, with the cause unclear. Symptoms included low blood glucose. Outcomes included temporary impairment requiring oral carbohydrate intervention. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the event was attributable to user physiological factors or unknown cause. It was concluded that the device functioned as intended and the event was not attributed to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.